Event description:
Overdelivery reported. The pump was set to infuse atracurium (20mg/ml) at an unspecified rate. The crna states he does not recall the exact rate, but "the usual rate of infusion used is 4-5mcg/kg/minute." After approx 10 minutes infusion time, the pump alarmed. It was noted that 2ml was gone. The expected amount to have infused was "less that 2ml." The crna then reports testing the device by setting it to deliver normal saline at 2 mcg/kg/minute. He noted 10 ml of solution had infused within 15 minutes. The pt did not experience any adverse effects. No further info was available.